Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device locking components were damaged and the device was worn out. The device also failed pretest for loctite and cable assessments, rotational speed assessment: console display (forward)-80000 & console display (reverse)-80000, and noise assessment: sound level must not exceed 76 dba. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the cable of the motor device was leaking a black liquid. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: upon complaint review, it was determined that it was inadvertently omitted in the initial report that the locking system was broken, the motor ran roughly and the connector was loose. If additional information should become available, a supplemental medwatch report will be sent accordingly.